Manufacturer narrative:
Product ID: 3986a60, lot#: n315683, product type: lead; product ID: 3986a60, lot#: n301264, product type: lead. (B)(4).

Event description:
It was reported that the patient had a craniotomy on (B)(6) 2012 for the placement of 2 resume tl leads for a trial of motor cortex stimulation. It was planned that if successful, the second stage surgery was to occur on (B)(6) 2012. During the surgery, there was some 'oozing' and the patient left the operating room (or) with a 'jackson pratt' drain in place. After leaving the post-anesthesia care unit (pacu), the patient was admitted to the neuro intensive care unit (ICU). The patient's tongue began to swell and obstruct his airway post-operatively and he was reintubated to establish an airway. Later than evening, the patient developed an intracranial hematoma; the patient was taken back to the or where the hematoma was evacuated and the bleeding was brought under control. The leads were left in place. On (B)(6) 2012, the patient was extubated and the external neurostimulator (ens) had been disconnected; he had been deemed 'okay.' Additional information received indicated that 'nothing' had been explanted. The patient's motor cortex stimulator was turned on; the patient was alert and oriented. The patient had some weakness in his right leg but it had 'been improving every day.' The patient was seen every day to ensure his knowledge of the patient programmer (pp) and to aide his physician in programming of his device. The patient remained in neuro ICU whilst receiving physical therapy for the weakness in his leg. Additional information received reported that the patient continued to improve and that his implantable neurostimulator (ins) was implanted on (B)(6) 2012 following an additional cranioplasty; the patient was discharged from the hospital on (B)(6) 2012. The patient's facial pain and headaches were greatly improved with the stimulation on (B)(6) 2012. Additional information received reported that the patient seemed to have recovered from any negative effects from the hematoma. The patient had not had any headaches since the implant, but there had not been much improvement in his facial pain; the patient considered the headache relief to be significant. If any additional information is received, it will be included in a supplemental report.